Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-mar-2020.

Event description:
The customer reported that the battery was not charging. There was no patient involvement. The customer evaluated the device and found that when the unit is turned on the light emitting diode (led) illuminates on the power switch overlay and the battery light flashes. Customer replaced the power management board and the reported problem was resolved.